Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic after a remote transmission had shown two non-sustained rv oversensing episodes due to lead noise for two days. All lead measurements were normal and this was the first occurrence of noise on the lead. Pocket manipulation, isometrics and deep breathing was performed to attempt to reproduce the noise but no noise was seen. The patient stated that both of the episodes occurred while the patient was on their nightly walk at a slow and steady pace. The noise seen on the egm appeared to be lead related and not from an environmental source. The patient was stable before, during, and after the device interrogation and will continue to be monitored with regular follow-up.

Event description:
New information received: lead capture anomaly was observed on the rv lead. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that patient was asymptomatic and was in good condition prior, during and after procedure.